Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient fell twice and interrogation identified the device was in safety mode and premature battery depletion was observed. Additionally, oversensing resulted in pacing inhibition causing greater than 2 seconds of asystole. This patient was admitted to the hospital due to device dependency. The device was explanted and replaced without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that this patient fell twice and interrogation identified the device was in safety mode and premature battery depletion was observed. Additionally, oversensing resulted in pacing inhibition causing greater than 2 seconds of asystole. This patient was admitted to the hospital due to device dependency. The device was explanted and replaced without further incident. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.